Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device also had a cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump's piston does not stop during prime. Blood glucose value is unknown. Troubleshooting was not performed. The device was returned for analysis.